Event description:
On (B)(6) 2024 an ilet user reported they were experiencing high blood glucose (bg). The user had contacted a beta bionics clinical diabetes specialist (cds) at around 2pm and reported their bg was rising above normal for the last 4 hours since an infusion set site change. The cds asked the user to replace the infusion set again. At around 5pm the user contacted the cds again and reported their bg had continued to rise. At this time their bg was 328 mg/dl. Per the recommendation of their healthcare provider (hcp) the user took 2 units of fiasp. The cds conducted a zoom call with the user to observe the user's process for filling the insulin cartridge, tubing and infusion set. The cds did not notice anything incorrect. The cds advised the user to stay disconnected from the ilet for 1.5 hours since their insulin shot then reconnect. On (B)(6) 2024 a beta bionics customer care agent followed-up with the user about the event. The user reported they observed a bent infusion set cannula upon removal. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user stated they have had multiple bent cannula issues with the inset infusion sets and will be moving to convatec contact detach (23", 6mm) steel cannula infusion sets. The user stated they did end up going to the ER on (B)(6) 2024, as recommended by their ketone action plan (kap), due to high bg and large ketones. The user received an IV at the ER until their bg was back within range. The user had disconnected from ilet and did not connect back to ilet until (B)(6) 2024 as advised by their doctor.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-05-10 were reviewed. No malfunction alerts were found in the device engineering logs. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No factory resets were found in the device engineering logs. Body weight was not changed from initial set up. Audio setting and cgm alert settings were not changed from initial set up (high/on). The last cartridge and infusion set (teflon cannula) changes prior to the event date were logged on 2024-05-07 at 11:37 am as part of the device set up. The last dexcom g7 cgm sensor change prior to the event date was logged on 2024-05-07 at 11:19 am as part of the device set up. An infusion set change was logged on (B)(6) 2024 at 10:51 am, 2:56 pm, and 5:47 pm. A cartridge change was logged at 5:47 pm as well. A total of (B)(4) units were primed during the cartridge change process. A usual for me lunch meal announcement was delivered at 1:09 pm. The ilet triggered alert 35 for an insulin occlusion and suspended insulin dosing at 4:32 pm. This alert was acknowledged by the user at 4:43 pm and did not recur, allowing insulin dosing to resume. The last cgm value received by the device was 320 mg/dl, logged at 5:58 pm. The ilet entered bg run mode and continued to dose insulin. Insulin dosing was suspended at 8:02 pm because no bg value was entered. The ilet report shows the user's cgm glucose was in range until the early afternoon; glucose levels stayed above range until cgm signal was lost. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the ilet operated as intended. The hyperglycemic event was caused by repeated infusion set failures. Loss of cgm connection and the subsequent suspension of insulin due to failure to enter a bg value or restore cgm connection while in bg-run mode contributed to the severity of the event.